Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the needle exhibited amounts of intergranular and possibly some transgranular failure.

Event description:
It was reported that the patient underwent an open reduction and internal fixation surgical procedure on (B)(6) 2014 and suture was used. The needle broke at the swage part while the doctor was making a knotted suture through the patient¿s upper arm. The needle piece was retrieved. The procedure was completed successfully. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.